Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported problem of "missing direction o flow label" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a missing direction of flow shim as well as a missing tubing ID label. The direction of flow label and tubing ID label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was missing direction of flow label. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.